Event description:
During initial implant procedure, the set screw of the device was unable to be tightened to secure the lead into the header. Several screwdrivers were used to attempt to tighten with no success. A new device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Visual examination showed stripped atrial and ventricular setscrew inset walls consistent with inserting several torque wrenches at an angle and over-turning the setscrew. The set screw damages were consistent with having occurred during implant procedure.